Event description:
It was reported, during a surgical procedure, the physician encountered an occluded pressure-relief sleeve that rendered the peripheral-insertion central venous catheter kit and associated intravenous infusion accessories inoperable. The physician promptly replaced the kit and accessories with a new set, which functioned normally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty assembling the connector pieces is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter and two-piece connector assembly was returned for evaluation. An initial visual observation of the photograph showed the device connector pieces held in hand by a clinician. It appeared the catheter was inserted through the distal connector piece, and the clinician was attempting to connect the proximal and distal connector pieces together. The distal connector was positioned right at the edge of the locking arms of the proximal connector. The connector pieces were not securely assembled together; however, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.